Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
It was reported that the chisel instrument broke during use in surgery. This is report 1 of 1 for complaint (B)(4).

Event description:
The device broke during surgery after one year of use. The customer complained that the product was not durable. This is the third chisel purchased that broke during surgery. The customer is upset with the quality of the product.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history record showed that the device was manufactured in conformance with synthes specifications. No manufacturing related fault could be detected. Visual inspection showed evidence that the chisel may have had contact with a metallic object and was blunted indicating a mechanical overload.